Event description:
The customer reported having a high blood glucose that was above 400 mg/dl. The customer treated with a small snack and the insulin pump. The customer stated that the blood glucose decreased to a range of 100-200 mg/dl and declined to troubleshoot. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.